Manufacturer narrative:
The lot number was provided for 3 out of 4 malfunctions; therefore, a lot history review has been performed. The sample was not returned to the manufacturer for inspection/evaluation; however for 3 out of the 4 malfunctions, medical records were provided, one of which also involved a photo review. The medical records confirmed 2 out of 4 malfunctions for malposition of device. The remaining investigations of the reported malfunctions were inconclusive for malposition of device. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. (Corporate lot number-unknown).

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced malposition of device. This information was received from various sources. Of the four malposition of devices, four involved patients with no patient consequences. For 2 of the patients, they ranged from 19 to 59 years of age. Of the reported patients, 1 was male and 1 was female. There was no further provided patient information.

Manufacturer narrative:
H10: the lot number was provided for 3 out of 4 malfunctions; therefore, a lot history review has been performed. The sample was not returned to the manufacturer for inspection/evaluation; however medical records were provided for all malfunctions, one of which also involved a photo review. The investigation confirmed 2 out of 4 malfunctions for malposition of device. The remaining investigations of the reported malfunctions were inconclusive for malposition of device. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: unknown), g4. H11: b5, g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced malposition of device. This information was received from various sources. Of the four malposition of devices, four involved patients with no patient consequences. Two patients ages ranged from 19 to 59 years. Of the reported patients, one was male and two were female. There was no further provided patient information.